Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the bottom case cracked, noted to be broken by the mounting most, and a hair line crack by the "l" bracket pole clamp. Visible contamination was also found. Device underwent functional testing, confirming the reported customer complaint. The customer complaint was duplicated during power up/upload process. The problem source has been determined to be user interface; a customer network system software download to the pump was not completed (base to head) because the customer shutdown the pump before completion of the software update. Pump displayed instructions not to turn off pump until software update is complete, but this was ignored.

Event description:
Information was received that device had error messaged and not seeing battery. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Event description:
No patient involvement.